Manufacturer narrative:
The initial report occurred on (B)(6) 2013 and was found to be a non-reportable malfunction based on the information available. On (B)(6) 2015, new information was available and the decision was changed to a reportable malfunction. Medtronic investigation of returned suspect device finds that as reported, the end cap has been broken off due to repeated hammering. The cap is covered with impact marks. The reported event was confirmed to be caused by physical damage due to hammering.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the metal piece on the back ratcheting handle broke while being hammered. The surgeon was able to continue the surgery with another functional sterile handle. The surgeon completed the procedure with the use of the navigation system. There was no reported delay due to this issue. There was no impact on patient outcome.